Event description:
The customer reported that the leaf collimators are not working properly and they were unable to acquire a usable image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.